Event description:
The customer's doctor called to report that the customer was "in a major hypoglycemic coma." The doctor was inquiring to find out what the customer's pdm settings were. He stated that the customer bolused 10.65 units of insulin which made her blood glucose drop to the 40s (mg/dl). He was unsure as to why the customer gave herself such a large bolus. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization for hypoglycemia. No lot qualification records were reviewed, as the product lot number was not provided.